Event description:
It was reported that the insulin pump alarmed no delivery for several weeks, and the alarm was not resolved by infusion set changes. The blood glucose reading was 350 mg/dl. The customer did not wish to troubleshoot the issue and requested replacement of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.